Event description:
Medication ordered for pt at rate of .05 mg over a four hour period of time. Medication delivered at .05 mg in 50 minutes. Possible side effects is kidney shut down when delievred at this rate.